Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was failed to start up. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was dropping to the basic input/output system screen, and performing a power cycle allowed it to boot back up temporarily. A field service engineer replaced the serial advanced technology attachment cable, but the issue persisted. The station continued to drop to bios, and the keyboard was also found to be non-functional. Replaced the keyboard and then reset the (aio) all in one and replaced the docking board, but there was no change in behavior. Next, replaced the hard drive and reimaged the station. The synchronization failed twice, but on the third attempt, it completed successfully. After the hard drive replacement, the station remained powered on. Also remoted into the station using remote smart service (rss), and it remained up and stable for over 5 hours. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was failed to start up. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.